Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report add gel/replace belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel/replace belt messages) was confirmed. Upon eval, the cable connecting the rear therapy electrode belt (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cables and wires. The pt was issued a replacement electrode belt.